Event description:
It was reported that patient was experiencing burning sensation at the implantable pulse generator (ipg) site and spread towards the front of her body. Patient also reported ipg movement associated with their weight loss.